Manufacturer narrative:
Device evaluated by manufacturer: synergy ous, mr, 4.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system and it was returned with the stent protector on a product mandrel. The stent was severely damaged with struts distorted and stretched almost across its length. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed; the maximum crimped stent profile measured within specification. The product stent protector ID (inside diameter) measured is within specification. Based on the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one midshaft kink at 33mm distal from the midshaft to hypotube bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation, upon withdrawal of a 4.00mmx24mm synergy¿ drug-eluting stent from the packet, the stent came off the balloon and the stent was extended. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation, upon withdrawal of a 4.00mmx24mm synergy¿ drug-eluting stent from the packet, the stent came off the balloon and the stent was extended. The procedure was completed with another of the same device. The patient's status was stable.